Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. Device logs were not provided. Issues with delivery of set volumes can be noticed by activation of several clinical alarms during ventilation, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause of the claimed issue in this customer product complaint has not been determined, as the source of the issue is unknown.

Event description:
It was reported that the ventilator had issues with delivery of set volumes. There was no patient harm. Manufacturer's ref #: (B)(4).